Event description:
It was reported by the sales representative that during the impaction of the femoral component, about 10mm before it was fully inserted, the femur fractured with a longitudinal fracture. The fracture was repaired using circlage wires.

Manufacturer narrative:
A review of the post operative x-rays confirms the reported femur fracture. The circlage wires that were used to repair the fracture can also be identified. A review of the manufacturing history records confirm that the device was manufactured to specification with no abnormalities or deviations identified. Further information has been requested and a supplemental report will be provided. Please note that this custom implant is similar to the mets modular distal femur (k121029).